Event description:
An (B)(6) man with chronic atrial fibrillation, chronic coronary disease status post remote mi, chronic systolic heart failure, chronic hyperlipidemia, chronic hypertension. Was seen for lightheadedness, dizziness and nausea. ICD lead malfunction. The patient has intermittent need for rv pacing- had dizziness x 5 yesterday. The sjm ICD is under recall and the 7122 durata lead has high impedance, lead noise and non capture. He should have a bi-v ICD. No atrial lead is needed. There is chronic long standing atrial fibrillation.